Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump system for malignant pain. The pump was used to deliver dilaudid (hydromorphone). It was reported that the patient had been complaining of increased pain since (B)(6) 2023 and "supposedly" there was a dose increased programmed in october and november. The rep was concerned that they had not updated the pump but, at the time of this report, the programming was accurate. A refill was done on (B)(6) 2023 and the expected reservoir volume (erv) was 8ml and the actual reservoir volume (arv) was 40ml. Pump logs were checked and no alarms were logged. Technical services discussed catheter access port (cap) aspiration and/or a cap dye study/imaging.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative (rep) indicated that in the physician's notes, the hcp noted that there was a possible chance of soma seroma. When asked what the reason was for replacing the pump, the hcp stated he would just do a full new system replacement since he had to open both sites anyway. When asked if the explant would occur prior to the replacement, the rep indicated that it would likely be the same day.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative indicated that, on (B)(6) 2024, the managing physician reached out to the rep to let them know that they would be doing a "replacement". The type of device replacement was not specified.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) and it was reported that the volume discrepancy expected was 11.8 ml. The actual volume aspirated was 40 ml. His average pain was 3-4/10. The patient¿s last dye study ¿10/23 and good spread pattern, but difficult injection with no aspiration through catheter.¿ the patient was on oral methadone for increased pain. A replacement was planned for may 2024 for both the pump and catheter. Other action included explant and use oral medication only. It was reported he wanted to wait since his pain was adequately managed with oral opioids. It was noted there was also a chance of seroma formation, as they had to remove 300 ml seroma before each refill. The patient¿s weight was provided.

Manufacturer narrative:
Continuation of d10: product ID 8709sc, lot# serial# (B)(6), implanted: (B)(6) 2009, product type catheter, section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc , serial/lot #: (B)(6), ubd: (B)(6) 2011, (B)(6)2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.